Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) lobectomy procedure, with the white load the surgeon had divided pa and pv, and divided bronchus with green. He was on his third and last firing of the device with the green load to complete his lung resection. After firing with three strokes, the gun completed laying staples to the end finalizing the transection of the last parenchyma firing. However, he said the gun wouldn't open, despite firing the handle again, attempting to push the release button and reversing the knife blade. The jaw was locked shut. However, it was at the end of the fissure's completion, and he removed the gun away from the divided tissue, but the jaw never opened. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5343j. The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.